Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot#: va349aj036, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: screening device. Product ID: 977d260, lot#: va35d8s038, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the doctor who did the trial informed him that he removed the leads and sent the patient to the emergency room. Patient then had a laminotomy and was treated at the hospital. Issue resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va349aj036); product type: 0215-screening device; implant date: (B)(6) 2025; explant date: (B)(6) 2025 brand name surescan; product ID 977d260 (lot: va35d8s038); product type: 0215-screening device; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a trial patient with an external neurostimulator (ens). The patient was complaining about severe pain in their back that was limiting their ability to walk. This went on for a few days before the patent was advised by the doctor to go to the ER. It was shared with the rep that the patient had an epidural hematoma. The leads were explanted and all devices were discarded. It was unknown if the issue was resolved.